Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested to check for leak. Results: the elbow and swivel were returned partially disassembled. No damage was observed to either component. The swivel and elbow were assembled together to allow the breathing circuit to be pressure tested. It was also noted that once reassembled the two swivel components formed a tight fit. The pressure test revealed that the breathing circuit was within specification and not leaking. No damage or moulding defect was found to the yellow restrictor. The infant swivel elbow and swivel wye is assembled using a machine to ensure a consistent tightness of connection. The swivel assembly is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any circuits that fail these tests are rejected. The user instructions that accompany the rt268 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in the (B)(6) reported that the rt268 infant evaqua2 breathing circuit disconnected during use. It was further reported that the moulding on the yellow connector was not properly formed. No patient consequence was reported.